Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error 53(software error detected) and pump error 4(the motor arm cannot communicate with the main arm), a battery failed alarm and a change sensor alert. The customer also reported a crack on the battery tube side. Blood glucose value at the time of event was 366 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-386a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was declined by the customer for high blood glucose event and battery failed alarm. Troubleshooting was performed for the pump errors, the customer was able to clear the alarm, complete the insulin pump rewind and the insulin pump passed self-test. The customer was instructed to monitor the insulin pump. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the change sensor alert and the customer will be provided with a sensor replacement. No further patient complications were reported. No product return is required for mmt-386a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. No pump error 53 and pump error 4 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a failed battery test alarm on the event date of 08/22/2025 at 21:57:11.000, 21:57:39.000, and 21:57:58.000. Pump alarmed a pump error 53 alarm on the event date of (file #:99, line #: 114, esf #: (B)(4)) due to a possible hardware failure, problem isolated to the electronic assembly. Pump alarmed a pump error 4 alarm on the event date of 08/22/2025 at 21:57:08.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Failed battery test was not confirmed during testing. Pump error 53 (file #:99, line #: 114, esf #: 3764385) was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 4 was confirmed in the pump history files and traces a consequence of pump error 53. Unable to verify customer's complaint for high bg's. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.